Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained. The complaint could not be confirmed. There was no reported device malfunction or procedural complications.

Event description:
It was reported that on (B)(6) 2018, a (B)(6)-year-old male patient underwent an on-pump 2 vessel CABG/epicardial ablation with cobra fusion. The patient was heparinized intra-operatively with an act of >350 seconds. Patient¿s medical history included 3 vessel coronary disease, levf of 40-50%, chronic renal insufficiency, copd, af, hypertonia and hyperlipidemia. There was no reported procedural complications and no device malfunctions. Post-op, during the weaning process it was noticed that there was lack of movement of patient¿s left half of the body; CT confirmed anterior infarction. The patient was moved to the stroke unit and moved to neurological rehabilitation clinic on (B)(6) 2018 with mild to moderate motor deficit and dysarthria. This event is a procedure related complication, there was no reported device malfunction.

Manufacturer narrative:
Case: (B)(4). Corrected information is for device in narrative text, device should read "cobra fusion" as the device that was not returned from the facility and was discarded post procedure with no lot number being obtained.